Event description:
It was reported to philips that an fv preset issue caused the disappearance of the fv contents icon on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the fv pc software and restored the system settings. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).